Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed excessive no delivery alarms. Customer's blood glucose was 126 mg/dl at the time of incident. Customer is inserting the sensor correctly and the site is changed every 2 to 3 days per guidelines. Customer indicated that they have tried most remedies to clear the alarm but nothing works. Customer indicated that they will try to change the infusion set to see if that corrects the problem. Customer was advised to monitor the pump and call back if problems persist.